Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Subsequently, the pump shut off due to insufficient power. Customer reported blood glucose (bg) level was in the 400's (mg/dl) with large ketones. A manual injection was delivered to address bg level. Reportedly the customer will use the manual injections until the replacement pump is received.